Manufacturer narrative:
(B)(4). Additional information was reviewed and assessed. The new allegations of pain/instability and shoulder popping at 3 years were not previously addressed on this complaint; however, the patient had previous reports of pain and instability which were adequately addressed. No revision has been reported to date. Risk assessment has been updated with the current rmf files. No further changes to the investigation are deemed necessary at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that patient had initial comprehensive shoulder arthroplasty. Subsequently, patient had severe pain and instability two and half years post initial surgery. Severe pain and instability was again reported at three (3) year doctor's visit. Shoulder popping in operative shoulder due to instability was reported (7) seven days post (3) three year visit. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: us-115732, compr nano hmrl pps 32mm, 402810, 113032, versa-dial 42x18x46 hum head, 947100, 113952, sm hybrid glenoid base 4mm, 817120, 118001, versa-dial/comp ti std taper, 079030. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11326, 0001825034 - 2017 - 11327, 0001825034 - 2017 - 11328, 0001825034 - 2017 - 11325.

Event description:
It was reported that the patient underwent shoulder surgery. Subsequently, the patient is experiencing pain and instability in the operative shoulder. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.